Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod was received not deployed. The download data from the pod showed that an 0x41 alarm had been generated during the second priming sequence due to rotational sensor malfunctions. This alarm prevented the pod from completing activation. Rerun of the pod replicated the rotational sensor abnormalities. Inspection of the pod found contamination on the commutator cap. This contamination contributed to the rotational sensor abnormalities that caused the 0x41 alarm and prevented the pod from deploying.